Event description:
It was reported to medtronic minimed that the customer experienced no com other device to mobile. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed for the event.unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue using simplera 1.3.2 installed on iphone 14 os 17.5.1 and iphone 11 pro max, ios 17.5.1 was conducted and confirmed the issue is not reproduced. The software did successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specification document (B)(4). After conducting a thorough investigation of the provided information and diagnostic logs, we have not found any errors in the logs that could point to why the sound was not working. However, high alerts are by default off as per the design on the app and customer will have to switch them on specifically. Based on the logs provided this issue is not confirmed. To assist with the issue, we suggest the customer to ensure that all the alerts settings have been adjusted according to the needs. Please navigate to settings, glucose settings, high alerts, turn on the high alerts (toggle on), select appropriate snoozetime and save the settings. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.